Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that therapy settings were reprogrammed. Non-functional poles were omitted and functional poles were used. The issue was resolved. The cause of the ins battery depleting faster, and the cause of the oor issue were not determined. A session report was provided which showed high impedance of 32470 ohms on electrode pair 0 and 1, 33860 ohms on electrode pair 0 and 2, out of range results of 40000 ohms on all other electrode pairs that included electrodes 1 or 2, and normal impedance for all electrode pairs that did not include electrodes 1 or 2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient usually recharges all 6 days with 50% ins battery remaining. Now for the last two times the ins was already "low". Battery usage has increased for the last 14 days. They also get the out of regulation (oor) message when trying to increase stimulation. The patient will start 4 weeks of rehab next week so they would like to have a solution soon. Referred patient to the clinic for an impedance checkup and possible re-programming. Additional information received reported that the patient's appointment was planned for (B)(6) 2025.